Event description:
It was reported by a customer on (B)(6) 2011 the fiber cap detached inside of the patient at 50,000 joules. Per the customer, the fiber cap was retrieved. No patient injury was reported.